Event description:
Rn reports pump alarming "error" message. Tried to trouble shoot issue. Unable to remove error message so replaced with a different pump which worked appropriately. No injury to patient, no rapid infusion of any fluids or medications. Pump sent to biomed for evaluation purposes. Evaluation found main motor had slipped. Pump will be returned to manufacturer for service.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.